Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix kugel device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the additional surgery was for exploratory laparotomy due to a small bowel obstruction, lysis of adhesion in order to divide the small bowel away from the mesh. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent repair of an umbilical hernia as well as supraumbilical incision hernia with composite mesh. A bard/davol composix kugel was implanted in the patient during this repair. (B)(6) 2013: the patient underwent surgery to have an exploratory laparotomy due to a small bowel obstruction. During the surgery, the physician found multiple adhesions of the small bowel to the anterior abdominal wall which required meticulous lysis of adhesion in order to divide the small bowel away from the mesh. The physician attributed the adhesions formed between the small bowel and the mesh as the cause of the small bowel obstruction. The patient continues to experience complications related to the bard/davol composix kugel. The patient will likely require additional surgeries to repair the damage from the product. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering anxiety, depression, disability, and impairment.

Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix kugel device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the additional surgey was for exploratory laparotomy due to a small bowel obstruction, lysis of adhesion in order to divide the small bowel away from the mesh. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years post implant of composix kugel mesh, patient was diagnosed with sepsis, obstruction, adhesions, fibrosis, inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d.6b (date of explant), g1, g3, g6, h2, h6, h7, h9, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent repair of an umbilical hernia as well as supraumbilical incision hernia with composite mesh. A bard/davol composix kugel was implanted in the patient during this repair. (B)(6) 2013: the patient underwent surgery to have an exploratory laparotomy due to a small bowel obstruction. During the surgery, the physician found multiple adhesions of the small bowel to the anterior abdominal wall which required meticulous lysis of adhesion in order to divide the small bowel away from the mesh. The physician attributed the adhesions formed between the small bowel and the mesh as the cause of the small bowel obstruction. The patient continues to experience complications related to the bard/davol composix kugel. The patient will likely require additional surgeries to repair the damage from the product. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering anxiety, depression, disability, and impairment. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with umbilical and supraumbilical ventral hernias thereby underwent open repair with the implant of composix kugel hernia patch (device #1). Per operative notes, ¿identified the hernia sac. A composix kugel hernia patch (device #1) was placed on the peritoneal portion over the fascial defect and secured using sutures.¿ (B)(6) 2013 - patient was diagnosed with small bowel obstruction, exploratory laparotomy, lysis of adhesions severe intra-abdominal, wound vac placement. Per operative notes, ¿there was secondary to adhesions from the small bowel to the mesh which was causing small bowel obstruction.¿ (B)(6) 2013 - patient was diagnosed with open abdomen status post exploratory laparotomy and lysis of adhesions thereby underwent removal of mesh (device #1). Per operative notes, ¿patient was admitted for pancolitis and septic shock and developed small bowel obstruction from adhesions due to previous surgeries. The mesh (device #1) was explanted from both sides of the abdominal wall.¿ (B)(6) 2014 - patient was diagnosed with large recurrent incisional hernia on the upper abdomen at the midline thereby underwent open repair with the implant of ventralight st mesh (device #2). Per operative notes, ¿the hernia sac was entered and bowel which was adherent within the sac was dissected free. The adhesion was freed completely. A ventralight st mesh (device #2) was placed.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain and suffering.